Event description:
Prosthetic abutment fractured. Fragment could not be retrieved. Dental implant needed to be explanted.

Manufacturer narrative:
Prosthetic abutment fractured. Fragment could not be retrieved. Dental implant needed to be explanted. Abutment fractured due to mechanical overloading. Fragment could not be retrieved from dental implant. Implant explantation was a collateral damage. No product problem detected during evaluation.